Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that a red call doctor (rcd) icon was observed on this patients remote monitoring communicator. The patient subsequently had this device explanted and replaced for normal battery depletion approximately a month later. Since the patient is registered with the replacement device, the remote monitoring history for this pacemaker device can no longer be viewed. Evidence is suggestive that the observed rcd icon is associated with this pacemaker device, but the cause of the rcd icon is unknown. No patient symptoms or adverse patient effects were reported.